Manufacturer narrative:
Pump passed displacement test and failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. (B)(4).

Event description:
Information received by medtronic indicated that the backlight on the insulin pump was not working anymore. Troubleshooting was done for the backlight anomaly but issue did not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.